Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: gore seamguard buttressing was used on all firings. Photographic analysis: based on the photographic evidence a malformed staple can be confirmed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing with a black cartridge the firing went fine. On the second firing using a black reload on the sleeve the last two outer rows on the specimen did not form; malformed (goal post in shape). The sleeve side was good. Gore buttressing was used on all firings. They used gold cartridges to complete the remaining firings. They continued to use the device to complete the case with no patient consequences. Photos are available. The device and reloads were disposed of.